Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed; the helix was found disengaged from the helical channel. There was blood/body fluid observed on the distal conductor and in/on the helix mechanism.

Event description:
It was reported that the lead was difficult to position and the helix would not extend. The lead was not used. No patient complications were reported as a result of this event.